Manufacturer narrative:
The device has not been received for evaluation. Should the device be received, a full evaluation will be performed and a follow-up report will be filed.

Event description:
The facilities director of nursing reported the pump infused faster than programmed. The pump was programmed to infuse an unknown size bag of normal saline within 8 hours but the entire bag infused in 6 hours. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and medical intervention, no further information was available. Alternate contact information was requested but no alternate contact was identified. No patient injury resulted and there is no adverse outcome associated with this report.